Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da-vinci assisted surgical procedure the customer noted light flashing coming from the fenestrated bipolar forceps instrument whilst applying bipolar energy. There was also not much tissue effect when applying the bipolar energy. After further inspection of the instruments outside the body, the plastic around the jaws was completely melted. The bipolar settings on the e-200 were 65w, macro. The instruments will be sent back for investigation. The issue caused a delay of more than 30 minutes. There is currently no report of patient harm, serious incident or injury. No fragment fell into the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: section d updated with product information. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument failed the electrical continuity test. The complaint regarding plastic around the jaws was melted was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.